Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Additionally, it was reported that the battery gauge was fluctuating. Customer¿s blood glucose level was 125 mg/dl. Reportedly, the issue resolved on its own while using the same pump charging supplies.